Manufacturer narrative:
Customer address-proton (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had horizontal line appear on image. The issue had occurred during colonoscopy diagnostic procedure. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the no image were identified during the device evaluation. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the horizontal lines could not be determined. In addition, no image was displayed due to a broken charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.